Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A6947 implantable tachy lead, (B)(6) 2008. A 4296 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was unable to capture at high outputs nor able to sense atrial activity. A dislodgement of the ra lead was confirmed. The lead was revised and remains in use. No patient complications have been reported as a result of this event.